Event description:
The site reported an elevated fluoro dose from this x-ray system.

Manufacturer narrative:
Eval method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.